Event description:
It was reported that the customer had issues with priming. When the customer inserted the reservoir into the insulin pump the piston was pushed out through the support cap. Advised the caller to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. Missing end cap sticker.